Manufacturer narrative:
.

Event description:
Journal article reported the device shut off after the pt walked through the security door at the lansing babies 'r' us. The pt reported feeling awful. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received. Refer to medwatch report # 3004209178200702393.